Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electonic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). The pst connected the epgs to o2 and air. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.82 volts which is within the specification of .55-2.758 volts. The pst calibrated the epgs ten times with no failure to calibrate occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed via data logs. Per data log analysis, on (B)(6) 2017 when calibration is attempted the gas system reports "entering broken mode = 21 (too many events)" and reboots. This happened two times, and on the 3rd attempt, calibration is successful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user received calibration indications. Hose connections were checked and no gas leaks were heard. A mechanical gas flow meter was utilized and was noted to be matching with the central control monitor (ccm) display. The field service representative (fsr) was unable to verify the complaint. The epgs was calibrated three times successfully. Oxygen (o2) and air pressures were normal. The o2 sensor was removed and replaced as a precaution. The unit performed to manufacturer's specifications. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) lost calibration and was not able to re-calibrate. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.